Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl. Customer¿s current blood glucose is 154 mg/dl. The customer reported that they had a low blood glucose level of 67 mg/dl. Troubleshooting was declined for high blood glucose and performed for low blood glucose and high delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be and sensor will be returned for analysis.